Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. A visual examination of the device was performed on 11/11/2014. The transformer performance was not evaluated as there are no corrective actions to implement. Medela has already changed to different transformers. There are no unacceptable risks from the risk analysis being caused by the incorrect output from the transformer that are not mitigated by features in the pump or warnings in the IFU. This issue with a damaged transformer housing for the pump in style device is currently being addressed under investigation (B)(4). A visual examination of the power supply revealed the transformer housing was breached. A visual examination of the cord revealed exposed wires.

Event description:
The customer originally reported to customer service that the transformer for her pump in style advanced breast pump had a cracked housing. Upon receipt at medela the transformer was inspected and found to be breached, which is a safety risk.